Event description:
It was reported that right hip revision surgery was performed.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to alval ("aseptic lymphocyte dominated vasculitis-associated lesions"). During revision the bhr head and the bhr cup were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. A 58 year old female underwent a bilateral birmingham hip arthroplasties (right, then left) ~11 and 10 years ago respectively, due to arthritis with acetabular dysplasia. An orif was performed approximately 8 years post right hip implantation, following a peri-prosthetic intertrochanteric fracture below the right bhr implant which occurred while the pt was dancing. Intra-operatively, a cyst was observed, removed and sent for specimen; no malignant cells were noted. MRI images were obtained post-orif which reported findings of diffuse alval/metallosis 2 grades to the right bhr prosthesis with a large deposit of metallosis along the inferior margin of the neck of the prosthesis. The MRI was also reported that there was alval/metallosis of the left hip resurfacing mom prosthesis, and erosion due to metallosis in the left greater trochanter. The left bhr was revised to standard tha 8 months following the orif. The left bhr revision opnote stated that a large quantity of cystic tissue consistent was removed, and the follow-up tissue exam in pathology confirmed alval with the features consistent with aseptic lymphocytic vascular associated lesion. The provided lab reports do not note any metal ion levels. It is unclear whether the reported findings correspond to an increased amount of wear on the bearing surfaces, as the devices are not available for analysis and no radiographic images have been provided. The clinical root cause of the revised bhr devices is alval with cyst lesions in the left and right, which and attributed to the pathologic fracture in the right, however the definitive source causing the alval/metallosis is not known. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. Correct information is (B)(6)2009 instead of (B)(6)2007. Concomitant medical products: correct information is 74121146/resurfacing femoral head46mm/080813 instead of femoral head, # 74121146, lot # 077661.